Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4); 2531779-03/24/2010-003-r . The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, a cracked battery compartment was observed. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.